Event description:
Inbound. Reports pump 428156 was in use, with a cassette with reservoir volume of 28,4 ml in it, it started beeping and displaying no disposable alarms. Troubleshooting did not resolve the alarms of pump (B)(4) wouldn't accept it either. Cassette was from lot 4219994. She tried a mixed backup cassette that was new and unused on both pumps then, but neither would accept the new cassette. Cassette had same lot number, 4219994, she was able to attach the same new cassette on 3rd pump 357962 and start infusion. Affected cadd legacy pumps sn#'s (B)(4), and cassette lot# 4219994 replaced. No further details provided.